Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned patient connector by hand with no issues. Integrity of seal surface testing was performed; the transfer set patient adapter was tightened to a laboratory titanium adapter and leak tested with no issues observed. No connection issue was observed. The reported condition of separation was verified. The cause of the condition was related to inadequate solvent application between the female connector, the insert chip, and the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extended life pd transfer set had an issue with "disconnecting at the internal mechanism". This issue occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was patient involvement but there was no injury or medical intervention associated with this event. No additional information is available.